Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 60x50mm in diameter and 137mm in length abdominal aortic aneurysm. The proximal neck was 23 mm in diameter and 11 mm in length. Severe neck angulation, about 90 degrees. The left common iliac artery was 19 mm in diameter and the right common iliac artery was 23 mm in diameter. The right external iliac artery measured 7.5 mm in diameter and the left external iliac artery measured 7.5 mm in diameter. The right internal iliac artery measured 15 mm in diameter and the left internal iliac artery measured 15 mm in diameter. It was reported that the stent graft was deployed right below the renal artery and upon removal of the delivery system it got stuck and was difficult to remove due to the severe curvature of the vessel of the proximal side. It led to the stent graft being deployed slightly inaccurate. After the contralateral limb was implanted, the final angiography showed a slight proximal type ia endoleak. The proximal type I endoleak almost disappeared at the procedure; however, a distal type I endoleak was confirmed at discharge. There is no additional procedure scheduled. The patient will be monitored by their physician. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: removal difficulties, endoleak, improper component placement. Anatomy related; angulated proximal neck. Aortic neck >60 degrees. Conclusion: anatomy related; angulated proximal neck. Removal difficulties, endoleak, improper component placement. Aortic neck >60 degrees.